Manufacturer narrative:
Additional information: h6: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported to an arthrex employee by FDA auditor stating that a report was submitted to the FDA stating that on (B)(6)2023, a patient underwent a right rotator cuff repair using an ar-2600sbs-8 speedbridge implant system with scorpion-multifire needle. Batch: 14469499, where a scorpion-multifire needle tip broke off in the shoulder of the patient, and the fragments were 1-2mm. No further information was provided. Additional information received on (B)(6) 2023: there is a small 1mm by 0.5mm needle tip within the rotator cuff tissue of the patient. After several failed attempts to retrieve it, the surgeon intentionally left it there to avoid harm. Digging in the rotator cuff after it had been repaired to retrieve the needle tip would cause extensive damage to the cuff. The surgeon spent time ensuring the broken tip was not within the joint, which was confirmed with intra-operative fluoroscopy.